Manufacturer narrative:
Device UDI number was unintendedly excluded in the initial report. This report contains missing data.

Event description:
Device 1 of 2: reference MFR. Report# 1627487-2019-02259.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2019-02259. Additional information received identified two port plugs were not screwed down. As a result the patient underwent surgical intervention (B)(6) 2019 wherein the ipg was explanted and replaced. Therapy was restored post operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced uncomfortable stimulation while the ipg was turned on. Reportedly, the patient experienced a fall. The patient declined additional programming. Surgical intervention is pending to address the issue.